Event description:
Information was received indicating that the cadd cassette reservoirs - flow stop leaked. When filling under slight pressure on the sample. At the transition from the yellow nrfit adapter to the transparent hose, the liquid to be filled drips out. There was no adverse event reported.

Manufacturer narrative:
Other, other text: device evaluation- one sample was returned for evaluation. The device examination showed no obvious abnormalities. The device was given functional testing; this showed the device leaked at the tubing area. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. During production, this device type is 100% visually inspected and 100% leak tested. The issue was determined to have been caused by manufacturing.